Manufacturer narrative:
The device was evaluated and the reported condition of "vibration" was not confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has vibration. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.